Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator is failing the o2 cell calibration. The customer has replaced the cell several times with no change. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to the o2 blender assembly, flag steps being out of specification by the faulty actuator causing the blender to malfunction. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.